Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be an unexpectedly high uf for therapy compared to other therapies. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 12:15:03. During night drain cycle 19, the patient's ultrafiltration reading was 608ml, indicating the home patient (hp) drained 608ml more than their maximum programmed fill volume of 1000ml. No additional information is available.